Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. During evaluation it was observed the batteries used at the time of the reported event had mixed date codes. The user manual does state to use all of the same date codes. Review of the device activity log does support the reported event. We believe that the device performed to specification and the report was due to user error. Analysis of reports of this type has not identified an increase in trend.